Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cutting-gum [gingival injury], head came off in mouth [device breakage], head came off in mouth / ended up cutting his gum [injury associated with device], brushhead loose [device connection issue]. Case description: a parent reported that his or her son of unspecified age has an oral-b stages power toothbrush, version unknown, and for the second time, the oral-b brushhead, version unknown has come off. The parent described that he or she had purchased a few of these toothbrushes, and each one seemed to develop problems with the brushhead (loose, not rotating anymore). The parent noted that his or her son has special needs and when the head came off in his mouth, he nearly swallowed it. He or she asserted that his or her son ended up cutting his gum. Product use was discontinued. The overall case outcome was unknown. No further information was provided.